Manufacturer narrative:
The device was returned unrepaired and was scrapped at the customer site. Since device wasn't returned for further evaluation, further root cause is unable to be determined.

Event description:
The customer contacted physio-control to report that their, "lp15 will not boot up after flash screen. Screen is froze and red service light is on. Will not shut down after pressing power button." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer device and verified the reported issue. The power pcba was found to be the likely cause the device issue of not completing boot-up cycle during power on, however this device was manufactured in 2010 and the parts required to repair it are not available, so the root cause could not be confirmed. A replacement device will be recommended. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their, "lp15 will not boot up after flash screen. Screen is froze and red service light is on. Will not shut down after pressing power button." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.